Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead would not extend properly. After a trying another time, the physician was able to deploy the helix, but once positioned in the heart, it exhibited a high out of range pacing impedance measurement of greater than 4000 ohms. Loss of capture and high pacing thresholds were also noted. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further details about this event was ever provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.